Event description:
It was reported the alarm was not generated when the fetus was in distress. An urgent delivery was performed as the fetus was in distress for a long time prior to birth. It was indicated the child has ongoing issues with sleep and developmental goals.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Section d: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. The reporter's name and email were provided; however, due to privacy laws were not included in the report.